Manufacturer narrative:
The ge representative conducted an onsite investigation. The tube candlestick and anode were cleaned and regreased. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9900 system made a loud popping sound then lost the image. No patient injury was reported.